Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The customer reported the leak was diluent around the vcs (volume, conductivity, and scatter) module and was contained within the instrument. The operator was wearing personal protective equipment of gloves and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found cut pinch tubing at pinch valve pv49 and replaced the tubing to resolve the leak. Failure mode was identified: cut in pinch tubing at pv49. No erroneous results were generated. Upon recur, the failure mode identified will likely cause erroneous results for all parameters due to sample carryover. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).